Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue was carrying across multiple drivers. A medtronic representative reported issue corrected itself. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, a screw could not be seen on the application software while navigating. It was reported that the number of the screw turned purple in the software. The surgeon adjusted the driver being used and the screw re-appeared. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.